Event description:
It was reported that approx. 1 months after the implantation the patient had capsular infection and was admitted to the hospital. Debridement was performed and the patient was discharged. The patient came to the hospital for a reexamination on (B)(6) 2020. The patient was found to have infection of the capsule again, and the capsule ruptured, which was treated in the hospital. The replacement operation is under planning.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the infection was not device related.